Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received a no delivery alarm while changing her infusion set. Customer reported that this kept occurring through four infusion set changes. Customer's blood glucose level at the time of the incident was 232 mg/dl. Customer reported that her blood glucose level rose as high as 280 mg/dl during the infusion set changes. Customer also reported receiving multiple low reservoir alarms. Customer was able to troubleshoot during the call. Customer disconnected the infusion set at the quick release and reported that insulin did not exit and the pump alarmed no delivery. Customer did not want to finish troubleshooting at that point. No product is expected to be returned.